Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant, the atrial lead was not adequately sensing or capturing even after changing positions multiple times. The lead was not used. Patient condition was stable.